Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Troubleshooting with tandem technical support indicated that pump battery was functioning normally. The customer continued to use the pump for insulin therapy. There was no adverse impact the customer¿s blood glucose.